Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unspecified general surgery procedure, the user of the sonicbeat device saw via video scope that the mouthpiece of the device was coming loose. The user immediately removed the device from the trocar, after which the tip of the instrument broke off. The device was not inside the patient at the time of the break, and nothing fell into the patient's cavity. There were no reports of patient harm.